Event description:
It was reported that the customer's blood glucose level was 44 mg/dl. She treated her blood glucose level by eating a bowl of oatmeal with milk. The insulin pump was not registering her blood glucose levels. The product was not retuned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.